Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial lead (ra) was explanted due to infection. On (B)(6) 2019, the patient received a new device implanted on the right side. No adverse patient effects were reported. The device was thrown due to infection and will not be returning to bsc.